Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation and an overstimulation sensation after a car accident. The patient was in a bad car accident several months ago in which the airbag deployed and she broke some ribs. The patient was redirected to her physician for an x-ray of the area. Additional info has been requested.